Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 301 mg/dl. For treatment, orange juice was given. The patient was also provided morphine, zofran, pepcid, and insulin. The patient was nauseous and vomiting. The discharge time was not obtained. The pod was discarded.